Event description:
It was reported that the external pulse generator turned on as soon as the battery compartment was closed, without pressing the "on" button but then slowly powered back off. It was further noted that moisture had gotten inside the circuit board. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).